Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruding drive support disk. The occlusion, prime and excessive no delivery test were unable to be performed due to the compromised force sensor system alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4)

Event description:
It was reported that the customer received a compromised force sensor system alarm on their device. No further information reported.